Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported gripper actuation issue, unable to capture leaflets, unable to grasp leaflets, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the start of the procedure, impella got inserted to stabilize the patient. First mitraclip xtw was inserted into the patient. Gripper was noted damaged due to the multiple grasping attempts, and both the grippers were unable to lower. There was difficulty in capturing the leaflets. Physician mentioned that it was due to the clip hitting the impella. Tissue damage was noted. First mitraclip xtw was removed from the patient. Second mitraclip xtw was failed to invert or close during preparation and was too stiff. Third mitraclip xtw was prepared and inserted into the patient. Gripper was noted damaged due to the multiple grasping attempts, and both the grippers were unable to lower due to the clip hitting the impella. There was difficulty in capturing the leaflets. Tissue damage was noted. Fourth mitraclip xtw was failed to invert or close during preparation and was too stiff. Fifth mitraclip xtw was successfully implanted. All the steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, during device analysis it was noted that there was leak observed in the clip delivery systems that had inability inverting.